Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed electrocautery noise during a non-device related surgical procedure causing pacing inhibition. The patient is pacemaker dependent but there were no adverse patient effects reported.